Event description:
Subsequent to the initial medwatch report filed, additional information received confirmed that there was no resistance during insertion of the first cds used. The blue markers were aligned correctly during insertion of the cds, and confirmed to be aligned during removal. It is not believed that the sgc was straightened out while removing the first cds. The resistance was felt when the cds was in the steerable sleeve housing. No additional information was provided.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+. There were no challenging anatomical issues. The first clip (10303895/14) was easily implanted during the first grasping attempt and the mr grade was reduced to 3. The clip then detached from the posterior leaflet and the mr grade returned to 4+. The clip delivery system (cds) was removed; however, some resistance was noted with the keyway of the steerable guiding catheter (sgc 10303155/25). A new cds (10303895/12) was then attempted to be inserted into the sgc, but could not be inserted through the keyway. The sgc was removed and replaced. The same cds was then used successfully with the new sgc. The clip was implanted without issue and the mr grade was reduced to 2+. A third clip was then implanted and the procedure was completed. The mr grade was reduced to 1-2 with the implantation of 3 clips. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. During visual device inspection, it was noted that there was a crack at the distal-proximal junction of the steerable guiding catheter (sgc) shaft. A proxy clip delivery system (cds) device was prepared and the clip introducer was inserted without issue; however, upon insertion of the sleeve into the sgc device, it was found that the cds could not be inserted into the guide, even with the blue alignment markers aligned. Several attempts were made but were unsuccessful. Insertion was attempted with a second cds, and the same difficulty was observed. The reported difficulty in inserting the (proxy) cds device was confirmed. As the cds could not be inserted into the returned sgc device, the reported difficulty in removing could not be confirmed. The device hemostasis valve was evaluated. The valve was cut using an ultrasonic cutter, and the proximal end (including the luer) was removed. Examination of the guide housing and the guide keyway indicated that there was a slight misalignment of the keyways of the guide catheter with the keyways in the guide hemostasis valve. This misalignment could have potentially contributed to the reported difficulty in insertion as seen by the physician. Upon secondary evaluation of the device following hemostasis valve removal, it was observed that the remaining valve housing was able to freely rotate around the proximal end of the sgc shaft. This free rotation indicates that the bond supporting the valve housing to the sgc shaft was broken, and the valve was now loose. As there was no interaction between the ultrasonic cutter and the bonded region during valve housing, it was determined that the bond breakage was not due to this cutting process during the investigation. The difficulty experienced during removal of the device, may have resulted in the physician applying additional force to remove the cds from the guide keyway, although this cannot be definitively confirmed. The physician may have inadvertently torqued the guide valve housing, causing a minor misalignment in the valve housing keyway. Subsequently, upon attempts to insert the second sgc device, it was then found that the device could not be inserted, as the keyways were no longer fully aligned to allow for entry. During the course of the device investigation, although the bond between the guide valve housing and the proximal shaft appeared to be firm, it is possible that the twisting of the luer / valve housing by the physician may have weakened the bond integrity, and by the secondary evaluation of the device, the valve had been completely broken and was able to freely rotate; however this cannot be definitively confirmed. Potential causes for the reported difficulty in removing / inserting the cds device from the sgc can be caused by, but are not limited to, manufacturing anomalies, patient morphology, user technique, and procedural conditions. In regards to the patient morphology, the valve housing region of the sgc guide does not enter the patient anatomy, nor does patient anatomy influence the insertion of the cds device or the orientation of the guide keyway. As such, there is no indication to suggest that the patient morphology could have caused or contributed to this incident. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the device history record did not indicate a manufacturing issue. Based on the information reviewed, it was determined that there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: clip delivery system (10303895/12, 10303905/01), lift, support plate, stabilizer. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced is being filed under a separate medwatch report.